Event description:
I was reported that "surgeon was turning a flap when (B)(4) tip broke off". No pt impact reported. On follow-up, it was noted that the tip broke while the surgeon was turning the flap. The detached portion was recovered but discarded. It was confirmed that there was no pt impact.